Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged at the septum, interrupting insulin delivery. Customer changed pump supplies to resolve the issue. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor; however, customer declined to provide additional information regarding elevated bg.